Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted on (B)(6) 2011. The surgical lead was left in place and leads were used as plugs for the wires. The analysis determined that there was no infection but perhaps an allergy or pocket pain. The symptoms were pain, redness around the pocket area. The pt will be reimplanted with another device. The pt outcome and current status was "recovering." Add'l info has been requested, but was not available as of the date of this report.